Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the caller would like to send in the external pulse generator (epg) for service, unable to make any adjustments with device. The epg is no longer serviced. Status of the epg is unknown. There was no patient involvement.